Event description:
Caller reported a malfunction on the pump with a displayed malfunction code of malf 13, and the fault ID was identified as 0x20f2. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Tandem technical support arranged for a replacement pump to be sent to the caller, who was advised on storing the current pump before returning it and was informed about the availability of training for the updated pump software. The caller understood the instructions, and a backup therapy using mdi was indicated to ensure uninterrupted insulin delivery.